Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is completed. This is the same event as 1043534-2010-00048.

Event description:
Allegedly, the stem broke.